Event description:
It was reported that a cot fell on the operator's leg. It was reported the compression spring was broken causing the lock pin to not engage with the trolley support. Reportedly, the emt was injured although his leg was not broken. There was reported patient involvement and adverse consequences were reported for the emt.